Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient's attorney reporting allegations of reduced cardiopulmonary reserve and asthma (new or worsening). No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously the manufacturer was submitted report for reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ds2adv device's sound abatement foam. The patient's attorney reporting allegations of reduced cardiopulmonary reserve and asthma (new or worsening). No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer received serial number during investigation, and it was found to be a ds2adv auto CPAP device. This device is not in scope of recall. In this correction file device 510k number, evaluation method code grid, evaluation results code grid and conclusion code grid updated/corrected on h6 section.

Manufacturer narrative:
Previously the manufacturer was submitted report for reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ds2adv device's sound abatement foam. The patient's attorney reporting allegations of reduced cardiopulmonary reserve and asthma (new or worsening). No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer received serial number during investigation, and it was found to be a ds2adv auto CPAP device. This device is not in scope of recall. In this correction file device 510k number, device problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid updated/corrected on h6 section.

Manufacturer narrative:
Additional information has received. The following fields has been updated in this report. The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of respiratory tract irritation, asthma (new or worsening), reduced cardiopulmonary reserve and other. There was no report of serious injury or harm. There is no medical intervention was specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box a: patient identifier has updated. In box e: reporting institution name, reporting address city has updated. In box g: date received by mfg has been updated. In box h: patient outcome code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, remedial action initiated, recall (z) number has been updated. In previous report respiratory tract irritation is incorrectly captured in patient outcome code grid, and it is corrected in this report.